Manufacturer narrative:
Based on the user¿s description, the luer connector was attached to the insulin cartridge prior to inserting it into the device, which is inconsistent with the instructions for use and may have caused damage to the insulin cartridge septum resulting in leakage. The product has not yet been returned, and the investigation is ongoing. A follow-up report will be submitted upon completion of the engineering evaluation and confirmation of findings.

Event description:
On (B)(6) 2025 beta bionics received a report that on (B)(6) 2025 the end-user was hospitalized for diabetic ketoacidosis after experiencing elevated blood-glucose levels and noticing insulin leaking from the ilet insulin cartridge. The user was admitted to the hospital and treated with intravenous insulin and fluids and was discharged on (B)(6) 2025. No long-term health effects were reported.